Manufacturer narrative:
(B)(4).

Event description:
The patient has two leads implanted with the same lot number. It was reported invalid impedances were observed after the patient underwent elective ipg replacement. The patient underwent lead revision on (B)(6) 2016. The existing leads were repositioned back to their intended location. Intra-operative testing presented with high impedances. In post-op the patient was not receiving stimulation on the right side. Reprogramming was able to resolve the issue and the patient now receiving effective stimulation. (Reference MFR 1627487-2016-05556 for lead migration).